Manufacturer narrative:
A wet tap during implantation was reported to abbott. The patient had a wet tap during scs trial procedure. Physician opted to abort trial and monitor patient. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that during an scs trial implant procedure on (B)(6) 2024, there was a cerebrospinal fluid leakage. As a result, the physician opted to abort the procedure.